Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the following reported phenomena, ¿e224 (scope communication error) occurred at the time of connection¿ and ¿no image¿, occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿camera does not communicate with processor¿ was confirmed. The device evaluation found the no image displayed on monitor issue was due to faulty cable and the rear cover label was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k autoclavable camera head does not communicate with processor, when plugged in only see color bars. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed with the same device without delay. There were no reports of patient or user harm associated with this event.